Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported the adhesive was loose around the viewing window and there was evidence of insulin mixed with blood. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, several corrections were delivered and a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the soft cannula did not find it to be bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No damages or manufacturing deficiencies were observed that would result in fluid failing to flow through the complete fluid path. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive pad heat welds found no evidence of any damages or manufacturing deficiencies that would result in an adhesive failure. The exact cause of the reported failure to adhere could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks had no affect on the functionality of the pod.